Event description:
(B)(4). Lower back pain, painful periods, heavy sometimes clots, broken teeth, constipation, brain fog, tired all the tired all the time, legs feel heavy, arms acky, uti, vagina area having pain, tummy bloated gained 50lbs, stabbing pain on top right side of back, dizziness, migraines almost everyday.